Event description:
It was reported the patient could not charge anymore and was in terrible pain. The reporter stated they had been in terrible pain for a while. It was noted the patient had been getting injections and they had one last week that had not ¿kicked in yet.¿ it was further noted the patient did feel some ¿tingling/shocking/zapping¿ from their implantable neurostimulator (ins). The reporter stated they cannot be operated on because they had too much scar tissue and ¿s1 was completely plugged up with scar tissue.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3998, lot# v020688, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
Additional information received from the consumer reported intermittent shocking. The patient had shocks and zaps on and off since the patient got the device which made her think something was wrong with the leads.